Event description:
Additional communication confirmed that the explanted catheter was discarded.

Manufacturer narrative:
Additional information: b5. Corrected information: h6. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and was not returned. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Manufacturer narrative:
Additional information: d4 (expiration date), d4 (UDI), g1 (second address). Pending confirmation of device disposition and physician's future plans for the patient. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Internal complaint number: (B)(4).

Event description:
Additional communication with representative confirmed that the patient had a catheter kink at the pump site which was identified during a catheter revision. At first, the patient reported improved pain relief, but then reported that the pain worsened again.

Manufacturer narrative:
Pending additional follow-up and review of device history record. Internal complaint number: (B)(4).

Event description:
A patient contacted technical solutions to report a catheter revision. Sales representative stated that the catheter revision occurred due to the catheter coming out of the intrathecal space. Patient was experiencing a lack of pain relief.